Event description:
It was reported that the patient's blood glucose level rose to 264 mg/dl, while wearing the pod between 36 and 48 hours. When the pod was removed from the hip/buttocks, the pod¿s cannula was found to be bent. Additionally, bleeding at the pod site was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.a156usqs7cyf1 hardware: sm-a156u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to the bleeding. The cause of the bleeding and bruising could not be determined.